Event description:
A customer in (B)(6) notified biomérieux of a false positive result for a patient isolate in association with the vidas® sars-cov-2 igm (9com) 60t (ref 423833,lot 1008195280). The patient was being tested for screening purposes and was not showing any symptoms nor did the patient come into contact with a known positive person. The customer stated that testing included vidas® sars-cov-2 igm and vidas® sars-cov-2-igg assays, as well as a nasopharyngeal swab. The igg and nasopharyngeal swab results were negative while the igm result was positive. Vidas® sars-cov-2 igm = positive. Vidas® sars-cov-2-igg = negative. Nasopharyngeal = negative. The customer informed local customer service (lcs) that the patient has a rare disease, waldenström's macroglobulinemia, which causes the accumulation of igm antibodies in the patient's blood. The biomérieux research & development (r&d) team was consulted regarding the potential for interference. R&d confirmed that this specific disease was not studied during the development of the product, however there is a potential possibility to have a false positive result in the case of waldenström's macroglobulinemia due to the presence of monoclonal rheumatoid factor rf (pathological rf with a high affinity). As mentioned in the package insert of vidas sars cov-2 igm, in the section cross reactivity, 2 out of 5 samples positive for rf were found false positive. There is no indication or report from the customer that this event led to any adverse event related to the patient's state of health. A biomérieux internal investigation has been initiated. Note: reference 423833 is not sold or distributed in the united states. However, u.s-only product reference, 423833-01, has the same formulation and physical properties as reference 423833.

Manufacturer narrative:
This report was initially submitted following notification from a customer in (B)(6) regarding a false positive result for a patient isolate in association with the vidas® sars-cov-2 igm (9com) 60t (ref 423833, lot 1008195280). The patient is suffering from a waldenström syndrome leading to a high level of igm antibodies. An analysis of control charts of five (5) internal samples showed that vidas® sars cov-2 igm batch 1008195280 / 210710-0 was in the trend of the other lots. Testing of natural samples collected before the pandemic also gave compliant results for vidas® sars cov-2 igm batch 1008195280 / 210710-0. The patient¿s sample was returned. The complaints laboratory tested the sample on a retain kit of vidas® sars cov-2 igm using a lot manufactured with different raw materials as the one used by the customer. The sample gave a positive result with this lot as well, meaning that the positive result is not linked to a specific lot of vidas® sars cov-2 igm assay. The patient's sample gave a negative interpretation using a competitor method. The patient sample was tested using biosynex rhumalatex fumouze method, which gave a clear visible agglutination highlighting the presence of rheumatoid factors. The rheumatoid factor can be a source of false positive results. This interference is the suspected root cause of the positive result observed on vidas® sars cov-2 igm assay. The package insert of vidas® sars cov-2 igm ref.423833 in section limitations of the method states the following: interference may be encountered with certain sera containing antibodies directed against reagent components. For this reason, assay results should be interpreted taking into consideration the patient's clinical history and the results of any other tests performed. The individual immune response following sars-cov-2 infection varies considerably and might give different results with assays from different manufacturers. Results of assays from different manufacturers should not be used interchangeably. According to investigation outcomes, there is no reconsideration of the performance of vidas sars cov-2 igm batch 1008195280 / 210710-0.